Event description:
It was reported intermittent ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer cleared the alarm and resumed insulin delivery for some alarms and changed the pump supplies for other alarms.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.